Event description:
It was reported that approximately 1-2 hours after insertion, a rupture sound was heard. Upon checking, the foley catheter balloon fell out and was ruptured. Ultrasound indicated there are no residual fragments, but please immediately confirm if any missing balloon fragments are present. Urology physician confirmed no urinary stones, and any other conditions unknown.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.